Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. Customer blood glucose reading was 65 mg/dl. The drive support cap slightly indented. Troubleshoot was performed. Customer stated that it shows rewind complete, but the piston is less than half way retracted. Insulin pump will be returning for analysis.